Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed and 15mm "thick" target lesion being treated was located in the calcified and severely tortuous right coronary artery (rca). A 3.00x20mm promus element plus stent delivery system (sds) was advanced to the target lesion but failed to cross the lesion. Upon withdrawal of the back end of the stent delivery system, it pulled a portion of the stent strut up which was located at proximal end of the stent. The procedure was completed with another of the same device along with a non-bsc guide catheter. No patient complications were reported and the patient¿s status is fine.